Event description:
It was reported that a few weeks post implant, the patient has a subclavian deep vein thrombosis and pain in left arm. The patient was admitted and treated medically overnight and was released the following day. The leads remain in use. It was noted that the patient is taking part in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 5076-52 implantable pacing lead implanted: 2013 (B)(6); product ID 459888 implantable pacing lead implanted: 2013 (B)(6). (B)(4).